Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn't available, and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was prepped and used as per the instructions for use (IFU). The device was used in a percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during prep. Therefore, the product wasn¿t available, and manual compression was performed for twenty minutes and recovered. There was no reported patient injury. The device was prepped and used as per the instructions for use (IFU). The device was used in a percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. A 6f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and mild presence of pvd / calcium in the vicinity of the puncture site. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. A non-sterile mynx control vascular closure device 6/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that buttons 1 and 2 were not depressed. The sealant remained in the manufacturing position fully covered per the sealant sleeves. Additionally, the stopcock was found in open position, with no syringe attached to the device nor catheter sheath introducer (csi) inserted on the unit. During this unaided eye evaluation, no abnormal conditions were observed considered to be reported. A ballon inflation/ deflation evaluation was executed to evaluate the balloon¿s conditions. During this analysis no abnormal condition was observed, and the balloon worked as intended maintaining the inflation pressure and completely deflating once the syringe was set up on vacuum mode. A high magnification analysis was performed to evaluate the balloon¿s surface condition. During this analysis no damaged or abnormal condition was observed on the balloon of the returned unit. Based on the information provided, the condition of ¿balloon - balloon loss of pressure¿ was not confirmed, as the investigation performed denoted that the balloon of the unit worked as intended. The condition of the device returned does not match with the event reported. A cause for the reported event could not be determined, as no issue was found during the analysis. According to the IFU, which is not intended as a mitigation, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.